Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6), 2014, the patient was administered general anesthesia to facilitate the placement of a longer abutment. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.